Manufacturer narrative:
(B)(4).

Event description:
It was reported by the customer, that when running the cooler heater unit in the cardioplegia (cpg) mode, the revolutions per minute (rpm) selections 1 (low) and 2 (medium) to run the cpg motor did not work. The third choice, rpm 3 (high) did work. This has been going on for some time and they are using rpm 3. At this time, it is unknown if the unit was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) installed a new cardioplegia (cpg) relay printed circuit board (pcb) and performed preventive maintenance. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.